Event description:
It was reported that a continu-flo solution set was unable to be primed. The reporter stated that there was no flow at all. The reporter was unsure if the check valve was inverted and tapped, but the connected bag was squeezed to try to initiate flow. This occurred before patient connection, so there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection did not identify any nonconformances. The sample was functionally tested by spiking the set into an in-house solution bag. The sample was primed per product labeling and normal flow was observed. The reported condition of unable to prime was not able to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.